Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a chronic driveline fault after splicing. Log files were sent for review. The log file contained persistent driveline fault events associated with driveline fault detection data that indicated a fracture of the unmonitored conductor of phase 2. These events have not caused interruption of motor function.

Event description:
The driveline was still ongoing but silenced. The plan was to continue to monitor. There was no patient symptoms associated.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline fault alarms. Based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise; however, a specific cause could not be conclusively established through this evaluation. The submitted log file contained events from 27sep2025 through 01oct2025. Continuous yellow wrench advisory associated with driveline fault alarm was active throughout the file; however, there was no impact on pump function. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise associated with phase 2. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, these sections outline indications of driveline damage, as well as how to respond to such events. The IFU and patient handbook further instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.